Event description:
The customer reported that an uninterruptible power supply (ups) of the atellica im 1300 analyzer, was down and smelled smoke coming from the analyzer. The customer confirmed that visible smoke was observed. There was no injury to the operator or user due to the event. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an uninterruptible power supply (ups) of the atellica im 1300 analyzer, was down and smelled smoke coming from the analyzer. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse ups was still powered on and unresponsive. The cse turned the main breaker off, power was off to the system and the main power cord was disconnected the main power cord from the system, removed the rear covers from the analyzer, and observed that the reagent compartment motor housing was damaged and fluid leaked down onto the controller for the reagent compartment motor. The leaked oil from the reagent compartment motor caused smoke when it came in contact with live power cabling as this created a short in the instrument's electrical-can communication system. The cse replaced the reagent compartment motor, the controller area network (can) board, node 6 board, the decapper module (dcm) power cable, the alternate current (ac) power cable, signal harness, can ethernet cable, the inner ring accent, blown ac fuse, ac interlock board, power supply, and swapped dcm2 with dcm 1. Further, the cse replaced dcm 2, performed alignments to reagent arms to reagent compartment, inner and outer incubation rings, performed alignments to sample tip to outer incubation ring, adjusted the secondary vacuum pressure, performed total service visit, and ran auto check, which passed. Based on the siemens evaluation it is concluded that the leaked oil from the reagent compartment motor caused smoke when it came in contact with live power cabling as this created a short in the instrument's electrical-can communication system. The instrument is performing according to specifications. No further evaluation of this device is required.